Manufacturer narrative:
The returned device was evaluated found the tilt-nut threads to be stripped. This manufacturing defect interrupts insulin delivery and would contribute to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "never use a pod if you hear a crackling noise or feel resistance when you depress the plunger. These conditions can result in under delivery of insulin," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
Customer's mother reported her daughter experiencing "high" (>500 mg/dl) blood glucose levels after wearing the pod for about 24 hours. Pod was deactivated and her daughter was given a manual injection (amount unknown). Bg levels went down to 449 mg/dl and then into the 200s mg/dl. By morning, customer's bg was down to 65 mg/dl.